Manufacturer narrative:
The insulin pump with blank display due to moisture damage at electronic assembly. The insulin pump received with pillowing keypad overlay. Unable to verify missing segments or partial display and audio or vibrate anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was showing only medtronic logo and vibrates. The customer¿s blood glucose was unknown at the time of incident. The customer reported that they went into a pool with their insulin pump on and it was not doing anything, it vibrates for a while and then the medtronic logo stays on. The troubleshooting was performed for vibrate anomaly. The customer was assisted in performing self test but, they unable to run. Customer stated that they were not saw missing segments during the self test. Customer stated the self test failed. The customer was advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.